Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its drawer was not opening.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer (fse) found that the controller card had no illuminated light-emitting diodes. The fse replaced the controller card. Then technical support specialist was contacted and dialled in to configure the new card into the database. The tss and fse opened all drawers on the station to verify proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its drawer was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event